Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. While using the device related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found no evidence of sound abatement foam degradation or breakdown.the external investigation of the device showed that there were no signs of contamination on the outside of the device.the device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. No care orchestrator data was found on the device. The internal investigation of the base unit showed that there were no signs of contamination on the inside of the device. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.